Event description:
It was reported that when seen in clinic, ventricular signals had been observed on the atrial channel of the pulse generator; automated programming changes were made as a result. The device was reprogrammed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.